Event description:
Additional information was received. The patient had both mild paravalvular and central leak. The patients peak gradient was 83 and mean gradient was 54. The valve area was 0.36cm2. Leaflet mobility was reduced and the leaflets were thickened. It was not clear if there was calcification, host tissue/pannus, thrombus or vegetation. Image review was performed by an edwards lifesciences physician proctor. Procedural cine of initial implant was provided for review. Procedural cine: moderately calcified leaflets. Good bav x1. Good coaxial view of all three leaflets. Valve deployed well, not fully inflated. Mild pvl post implant impression/recommendations: the valve was deployed well, however, the valve was not fully expanded. Mild pvl was seen. There was no follow-up imagery provided to review the reported central regurgitation and stenosis. The cause of the valve degeneration was unable to be determined.

Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve degeneration could not be determined, however, may be related to progression of disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in italy, approximately six years after the implant of a 26mm sapien xt valve in the aortic position, the patient was admitted to the hospital with heart failure symptoms. Echo showed a stenosis of the sapien xt valve and moderate to severe mitral stenosis and regurgitation. The patient was treated medically. At the time of the report the patient was stable.